Manufacturer narrative:
Follow-up # 1 ¿ (11/26/2014). The patient¿s meter has been returned on 11/11/2014 and evaluated by lifescan product analysis on 11/13/2014 with the following findings: the meter involved with this complaint failed testing. The meter¿s lcd was found to be defective. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that the display of her onetouch ping meter was fading. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that the display issue began six months prior to contacting lfs but gradually worsened over time. The patient confirmed she continued to test with the subject meter after becoming aware of the reported meter display issue. The patient stated that due to the fading display she was sometimes unable to see the meter result clearly. The patient claimed that she had to ¿guess¿ what the meter reading was ¿approximately 30 times¿ since the issue began. The patient is on insulin pump therapy and confirmed she takes correction boluses based on her carb intake and blood glucose results. At the time of the initial call to lfs, the patient reported developing symptoms of feeling ¿disoriented, sleepy, numbness in hands and a headache¿ after the reported display issue began. During the follow-up call, the patient informed the csr that the symptoms were ¿ongoing¿ and ¿would vary according to the day/week she was having¿. The patient did not know what may have been causing and/or contributing to the onset of symptoms. During the follow up call, the patient reported that on one of the occasions she was feeling symptomatic her blood glucose measured ¿14.9 mmol/l¿ when she tested with the subject meter and she administered insulin in response to the elevated result. The patient confirmed the symptoms abated after she administered the insulin. Prior to the onset of symptoms, the patient claimed the last result she had obtained with the subject meter was ¿7.2 mmol/l¿ which was within her expected range. The patient stated she administered a correction bolus. At the time of the troubleshooting, the csr noted there was no indication of misuse to the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms that could be associated with a serious injury after the reported display issue began. The subject meter could not be ruled out as a cause or contributor to the event(s).

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.